Event description:
A gamma target device 125 degrees was found in a box labeled gamma target device 130 degrees.

Manufacturer narrative:
Summary of eval: eval results indicate that the event was attributed to a mfg error not detected by inspection. Corrective action has been implemented to prevent similar events.